Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water from cracks on the chamber dome after 6 days of use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Correction: section d2b: corrected FDA product code. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was not available to be returned to f&p healthcare for evaluation as the device had been discarded by the healthcare facility. Our evaluation is therefore based on the information, photographs, and video provided by the healthcare facility, and our knowledge of the product. Results: a review of a provided photographs and video confirmed the presence of a crack on the dome of the chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the device, we are unable to determine the cause of the crack. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber and breathing circuit kit would have met the required specification at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water from cracks on the chamber dome after 6 days of use. There was no reported patient harm.